Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the system displayed a communication error and the channel infusing 35 mcg of levophed stopped working. The patient was also on 0.5 of dobutamine and 0.04 of vasopressin which continued to infuse. The patient's mean arterial pressure (map) dropped briefly into the 50's and she required a brief increase in the levophed to 50 mcg when the infusion was switched over to another system. Her map stabilized quickly and the levophed was titrated back down to 35 mcg. There is no report of lasting harm.

Manufacturer narrative:
The customer¿s report of a communication error and then stopping was confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. Analysis of the pcu error log shows that an 800.8000.0 error occurred at 3:28 pm on (B)(6) 2015. At the time of the error there were four pump modules attached. All four were infusing, however one pump module was in the error state when it was paused, restarted and then channeled off, which triggered the 800.8000 error. Functional testing was able to replicate the communication error and stopped infusion condition. During an 800.8000 error condition any infusions in progress continue uninterrupted but infusion parameters cannot be edited because while the system is in the error safe state, the keys are disabled, and ¿communication error¿ scrolls across each of the pump modules display. Generating a flow stop open alarm then closing the door and rapidly starting the infusion can result in the infusion starting, however after an lvp state change, such as stopping the infusion, an 800.8000 system error occurs. The system error in this case is due to the race condition of starting the infusion on the pcu at the same time as clearing the alarm event on the module. The small timing window in which the race condition can occur requires the user to use two hands to operate the pcu and lvp simultaneously. The root cause of the customer¿s report of a communication error and then stopping was determined to be the result of a software timing issue, when using two hands to operate the pcu and module, simultaneously clearing the pump module alarm while starting the infusion.